Event description:
It was reported that a patient underwent a laparoscopic uterine procedure on (B)(6) 2012 and suture was used. The surgeon tried to tie off the leak point of the womb, but when the suture reached the abdomen, the needle was missing. The needle had pulled off from the suture and was missing prior to use. The surgeon had to increase the length of the wound from 1-2 cm to 7-10 cm to retrieve the needle under x-ray. Another like device was used to complete the procedure and the patient is fine now.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Additional information: it was reported that a patient underwent a laparoscopic hysteromyomectomy. On (B)(6) 2012 and suture was used. The surgeon tried to tie off the leak point of the womb, but when the suture reached the abdomen, the needle was missing. The needle had pulled off from the suture and was missing prior to use. The surgeon had to increase the length of the wound from 1-2 cm to 7-10 cm to retrieve the needle under x-ray. Another like device was used to complete the procedure and the patient is fine now. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. There were no defects noted on the suture or needle. The suture appeared to be cut.